Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The na electrode was changed on (B)(6) 2024. The customer uses a 3rd party qc. The customer noted a difference in the qc results from (B)(6) 2024 to (B)(6) 2024 and the issue started on (B)(6) 2024. The field service engineer (fse) found fibers from the gauze pad in the dilution vessel, and the sipper nozzle was not tightened down. He cleaned the dilution vessel, replaced the sample probe, and tightened the sipper nozzle. Precision studies were performed and they were within specifications. The service actions (cleaning the dilution vessel, replacing the sample probe, and tightening the sipper nozzle) resolved the issue. No further issues were reported afterward.

Event description:
We received an allegation of questionable ise results for 4 patients' samples tested on a cobas pro ise (cobas pro 3) analytical unit when compared to a different cobas pro ise (cobas pro 2) analytical unit. Results for the sodium (na) test were affected. Sample 1 (patient 1): initial result: 149.9 mmol/l. Repeat result: 141.0 mmol/l (tested on cobas pro 2). Sample 2 (patient 2): initial result: 147.6 mmol/l. Repeat result: 138.5 mmol/l (tested on cobas pro 2). Sample 3 (patient 3): initial result: 148.3 mmol/l. Repeat result: 140.7 mmol/l (tested on cobas pro 2). Sample 4 (patient 4): initial result: 150.0 mmol/l. Repeat result: 144.8 mmol/l (tested on cobas pro 2). Due to previous na issues on the instrument, the samples were repeated. Reportedly, an amended report with the correct results was issued.